Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised forced sensor system test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. The customer was able to clear the alarm and able to rewind the insulin pump. Customer reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.